Event description:
Info received indicates the right head siderail will not latch.

Manufacturer narrative:
The tech found the siderail stop was bent and contacting the bottom of the release arm which prevented the siderail from latching. The tech adjusted the siderail stop to repair the stretcher.